Event description:
It was reported that the pump touchscreen was unreadable and unresponsive. Reportedly the screen had blue and white lines which blocked graphics and text. The customers blood glucose (bg) was ¿high¿; however, a specific value was not provided. Reportedly the customer administered a manual injection to address elevated bg level and reverted to manual injections for insulin therapy.